Event description:
During preventative maintenance at the customer site, the thermogard console (sn (B)(6) failed functional testing due to the displayed mid:09 (air trap assembly) message. No patient involvement.

Manufacturer narrative:
During preventative maintenance at the customer site, the thermogard console (sn (B)(6) failed functional testing due to the mid:09 (air trap assembly) error message. The root cause of the issue was a failure of the air trap sensor block and the coolant block assembly due to a cracked coldwell reservoir chamber, as evidenced by traces of liquid on the printed circuit boards and the coldwell reservoir pocket. The air trap sensor block and the coolant block assembly were replaced to address the observed issue. Following the service, the thermogard console passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).